Event description:
Product analysis for the generator was completed and approved. The generator was returned and found to be in pulse disabled status as the voltage was less than 2.0 volts. Once this was reset both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand. The following results were noted (load resistor/reported diagnostics results, all values in ohms and battery status): 4000/3917, with neos yes. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. The postburn electrical test results showed that the pulse generator module performed according to functional specifications. The generator was most likely at a neos state and the high energy exposure resulted in further energy depletion from the battery to a level that is consistent with an end-of-service condition. This resulted in the observed ¿pulse-disable¿ condition. Other than the noted event (pulsedisabled), there were no additional performance or any other type of adverse conditions found with the pulse generator. Analysis also states that magnet activations performed during output monitoring and magnet current was maintained as programmed.

Event description:
It was reported on (B)(6) 2016 that the patient had a generator replacement to a m106 due to battery depletion. The explanted generator was received for analysis on (B)(6) 2016. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
Clinic notes were received on 08/09/2016 and dated (B)(6) 2016 and state that the patient feels that his battery has died. He swiped the magnet but it did nothing, no stimulation. Ifi- warning was stated to be seen. The notes also state that the patient swiped yesterday and day before and no activation was noted. The battery has not been working properly for the last week. It is not clear if there is an issue with the generator or if the patient was swiping with an old magnet. No surgery has occurred to date.